Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the transillumination button not working could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to verify the scope switch assignment, but this was not found to be the issue. Customer simply held the button in after switch information and the transillumination was working. The issue was resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the video system center had a transillumination button that was not working. The issue was identified during inspection for use. There were no reports of patient involvement